Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was experiencing uncomfortable stimulation since the day prior to the call. The patient wanted to reduce stimulation from 1.9 to 1.5 and was assisted with doing so. It was indicated that troubleshooting resolved the issue. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.